Manufacturer narrative:
Additional information: h6 (patient codes). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: a4, b5, b7, g1 (manufacturer name, first name, last name, street 1, city, region, postal code, email, phone), h6 (patient codes), additional codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal incisional hernia. It was reported that after implant, the patient experienced pain, recurrence, draining abscess, infection, chronic inflammation, open wound, adhesions, mesh erosion, disruption of muscularis propria, hemorrhage, fibrocollagenous adipose tissue, inflammation, granulation tissue, purulent material, mesh was edematous, bleeding, small incorporated mesh, mesh lack of incorporation, serosal tear in ileum, and limitations on physical activity. Post-operative patient treatment included a segmental resection of the jejunum with stapled side-to-side anastomosis, incision and drainage of abscess, excision of mesh/tacks, resection of jejunum with anastomosis, subcutaneous tissue packed with gauze, CT-scan, and revision surgery. Relevant tests/laboratory data: on (B)(6) 2014: per op note, CT showed a complicated multiloculated abscess infection of anterior abdominal wall associated with a ventral hernia mesh. On (B)(6) 2014: pathology report from segment of jejunum showed fibrovascular adhesions disruption of muscularis propria with associated hemorrhage in areas of adhesions. Mesh specimen showed fibrocollagenous adipose tissue with embedded foreign body material with associated mixed inflammation granulation tissue. Report was difficult to read of poor quality.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal incisional hernia. It was reported that after implant, the patient experienced pain, recurrence, draining abscess, infection, chronic inflammation, open wound, adhesions, mesh erosion, disruption of muscularis propria, hemorrhage, fibrocollagenous <(>&<)> adipose tissue, inflammation, granulation tissue, purulent material, mesh was edematous, and limitations on physical activity. Post-operative patient treatment included a segmental resection of the jejunum with stapled side-to-side anastomosis, incision and drainage of abscess, excision of mesh/tacks, resection of jejunum with anastomosis, subcutaneous tissue packed with gauze, and revision surgery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal incisional hernia. It was reported that after implant, the patient experienced pain, recurrence, abscess, infection, chronic inflammation, open wound, adhesions, mesh erosion, and limitations on physical activity. Post-operative patient treatment included a small bowel resection, incision and drainage of abscess, excision of mesh, resection of jejunum with anastomosis, and revision surgery.

Manufacturer narrative:
Additional information: b5, d6b, d8, g3, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal hernia. It was reported that after implant, the patient experienced pain, recurrence, abscess, infection, chronic inflammation, mesh erosion, and limitations on physical activity. Post-operative patient treatment included a small bowel resection and revision surgery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal incisional hernia. It was reported that after implant, the patient experienced pain, recurrence, draining abscess, infection, chronic inflammation, open wound, adhesions, mesh erosion, disruption of muscularis propria, hemorrhage, fibrocollagenous <(>&<)> adipose tissue, inflammation, granulation tissue, purulent material, mesh was edematous, and limitations on physical activity. Post-operative patient treatment included a segmental resection of the jejunum with stapled side-to-side anastomosis, incision and drainage of abscess, excision of mesh/tacks, resection of jejunum with anastomosis, subcutaneous tissue packed with gauze, and revision surgery.